Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant a pacing lead had dislodged as confirmed by x-ray. During the reoperation, it was noted that the lead exhibited high impedances. Once the lead was removed, a tear was found in the insulation near the distal tip of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.